Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest and cardiomyopathy.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest and cardiomyopathy, anoxic brain injury, cardiac arrest, coronary artery disease, cardiomyopathy. Secondary conditions contributing to death but not resulting in underlying cause, septic shock, and aspiration pneumonia.